Manufacturer narrative:
Reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section b3 is the date approximated from the account of "april 2023". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 2 message on their meter display and was unable to obtain readings. Customer experienced leg pain and was unable to self-treat, requiring treatment of glucose tablets by a family member. Additionally, a glucose test of 2.9 millimoles was obtained on an unknown device. There was no report of death or permanent impairment associated with this event.